Event description:
It was reported by the customer during use that the cardiosave intra-aortic balloon pump (iabp) is alarming over temperature. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, e1(initial reporter name, email), e3, g3, g6, h2, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the 30 psia pressure transducer 4" cable and calibrated the unit. The fse also replaced the <100 micron muffler. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is alarming over temperature. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.